Event description:
Report received of failure of pump post MRI done in 2003. Patient had been in tube for 2 1/2 hours - synchromed pump was refilled post MRI test. Patient experienced a loss of efficacy - did not feel well and then complained of "horrible withdrawal." The pump had been chekced post MRI and everything seemed to be fine - no alarms or indications of changes. Pump was due for refill in 2003 and 18 ml remained in the pump. Dye study was conducted and the catheter was intact and test was negative. Roller study revealed a stall. Patient is scheduled for surgery the following month to replace pump.